Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the physician alleged that the atrial lead was unstable at the atrial appendage and the atrial lead exhibited high capture threshold and low amplitude p-wave. The atrial lead was not used. The patient was discharged.

Manufacturer narrative:
The reported events were unable to implant, unacceptable threshold, and p-wave amp variation. As received, a complete lead was returned in one piece. The reported events of unacceptable threshold and p-wave amp variation were not confirmed. Electrical testing found no indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead found no anomalies except for procedural damage. Please note this report submission is not late. The report is resubmitted per the request from the FDA, due to missing 3rd acknowledgement. This is caused by an FDA esg server issue from september 21 ¿ 23, 2022. This issue is documented in help ticket (B)(4). The initial submission attempt was performed on september 23, 2022.